Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable replicate the reported event. The company service representative found that the energy setting parameters had drifted out of specifications and performed energy calibration and cleaned the main objective as a correction. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported while cutting the capsulotomy, a small nick was left. The doctor stated that this happened twice. Procedure was completed. Additional information was received. While doing the anterior capsule with the femtosecond laser, there was a nick at nine o'clock hour. No system messages were displayed. Patient interface suction was achieved for approximately 90 seconds. The patient did not move.